Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Bipolar forceps instrument had a broken cable and there was no arcing. The procedure was completed with no reported injury.